Manufacturer narrative:
Patient went to the emergency room in (B)(6). Blood glucose was 650 at the emergency room dept. She was treated in the emergency room for the hyperglycemia with two bags of IV fluids and given insulin via injections. The exact date of the emergency room visit was unknown. No further information is available about this event. There was no allegation of device malfunction. The vgo device in this report was disposed of and is unavailable for technical review. Root cause could not be determined based on the information provided.

Event description:
Diabetic on vgo 40 reported that her meter reads high on a constant basis whether or not she has a meal. Patient believes the high reading stands for 500-600 blood glucose levels. Patient went to the emergency room in (B)(6) as she felt like she had the flu and her blood glucose was reading high on her meter. Patient blood glucose was 650 at the emergency room dept. She was treated in the emergency room for the hyperglycemia with two bags of IV fluids and given insulin via injections. The exact date of the emergency room visit was unknown. Patient reported she did not have the flu, just hyperglycemia. No further information is available about this event. There was no allegation of device malfunction. The vgo device in this report was disposed of and is unavailable for technical review.

Manufacturer narrative:
V-go lot # provided was used to produce multiple finished goods lots. The most current UDI# was provided and the other UDI's are listed here: (B)(4).